Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy. Diagnostics indicated high impedance readings. Surgical intervention may be pending to address the issue. Product information was requested and unable to be obtained.

Event description:
Related manufacturer reference number: 1627487-2019-04137.

Event description:
Related MFR number: 1627487-2019-04137; it was reported that the patient underwent surgical intervention on (B)(6) 2019. The lead was found to have partially backed out and had some suture around the lead. The lead was connected to a replacement ipg and diagnostics indicated no impedance issues. Postoperatively, the patient is reportedly receiving effective therapy.